Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported when the pt was seen for her first post-op visit the ipg was unable to communicate with the charger unless the charger antenna was firmly pressed into the ipg site. A larger charging belt was given to the pt so the belt could be made tight enough to make contact. Follow up information identified communication was tested intraoperatively and was a fine for the first few weeks. The second charging belt did not resolve the issue. It was noted the pt programmer was able to communicate with the ipg. In addition, it is suspected there may be a depth issue due to the pt's weight. Surgical intervention may be pending to address this issue.